Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite add-on burette set broke. The following information was received by the initial reporter with the verbatim: rcc received a complaint via email. Email(s) attached. Buretrol spike broke off when ivig bottle was spiked. Product code : al82113e. Product name : burette set 150ml add on ndlss vlv prt.

Event description:
No additional info: material#: 82113e. Batch number#: unknown. It was reported by customer that buretrol spike broke off when ivig bottle was spiked. Verbatim#: rcc received a complaint via email. Email(s) attached. Buretrol spike broke off when ivig bottle was spiked. Product code: al82113e. Product name: burette set 150ml add on ndlss vlv prt.

Manufacturer narrative:
Two photos were taken by the customer. One photo confirms that the spike broke off into the vial. No sample was received for investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.